Event description:
It was reported the device has had two pors (power on reset). They both occured during ttm (transtelephonic monitoring). It was also reported the device is not near eri (elective replacement indicator). It was recommended to place a cloth between the magnet or programming head and the device when doing ttm or interrogating the device. The device is still in use. No patient complications were reported as a result of this event. It was also reported that the patient underwent a stereotaxis procedure. Following the procedure the battery registered eri, the impedance had increased, and a por had occurred. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported the device has had two pors (power on reset). They both occurred during ttm (transtelephonic monitoring). It was also reported the device is not near eri (elective replacement indicator). It was recommended to place a cloth between the magnet or programming head and the device when doing ttm or interrogating the device. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.